Event description:
Nurse performing a therapeutic plasma exchange procedure on an as104 blood cell separator. At the start of the procedure, the nurse noted that the prc return line was kinked above the air detector chamber and the replacement fluid would not run. The set was replaced with another and the same thing occurred. The procedure was completed with a third set with no add'l problems reported.